Event description:
New information received suggests the right ventricular lead was also explanted due to a fracture in addition to the intermittent noise previously reported. There were no intraprocedural complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was explanted and replaced due to noise. The patient was reported to be stable.

Manufacturer narrative:
A partial lead was returned for analysis in six pieces. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.